Event description:
Guide piece was found to be broken after subsequent xray was taken with md noticing piece.

Event description:
Additional information received on 10/19/2023 for report mw5146237 to change the manufacturer to acumed llc.